Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the distal suture end of the cartridge was missing. Functionally, the reload was loaded into a representative instrument. The jaws fully clamped and unclamped repeatedly without difficulty. The reload was applied to test media, all staples were placed and the test media was cleanly transected. The reinforcement material was properly placed and remaining sutures were cut and released. The reload interlock was tested and found to function properly. It was reported that the jaws would not close. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition of a missing suture on the distal cartridge side not related to the reported condition. The most likely cause was determined to be manufacturing related. This can occur when the distal cartridge suture is not fully seated against the cartridge wall during assembly and the shrinking effect of the suture during the sterilization process causing it to dislodge from the reload inside of the sealed package. Internal process improvements have been initiated to mitigate this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a tubular gastrectomy procedure, after loading, the user was unable to close the jaws of the load. To resolve the issue, another reload was used with the same handle.